Event description:
Tech alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake casters would lock but would swivel from side to side. The tech replaced the brake casters, supports and the main bearing to resolve the issue.